Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was rpeorted by the vad coordinator that while attempting to allow the pt to ambulate, the ac power on the drive console was disconnected, resulting in the device stopped. The pt was hand oumped until the drive console was reconeected and the pt was reattached to the lvad. The pt's clinical status w3as unaffected by this incident. The hosp requested servcie of the drive console.